Event description:
It was reported that an increase in pacing lead impedance was noted. Variable capture threshold resulting in intermittent capture was also noted. Fluoroscopy revealed a stable lead. The patients condition is good and will be monitored with routine follow-up.

Event description:
New information received notes that non-sustained ventricular oversensing due to far p wave oversensing was observed. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.